Event description:
A dcs plate, implanted in 2002 for a comminuted intertrochanteric fracture of the left hip with subtrochanteric extension, fractured 5 months post-operative. During revision surgery in 2002 broken plate was removed and pt was revised to a total hip replacement.